Event description:
It was reported that the customer received a large volume infusor which was missing its fill port cap. This was noticed after the device was filled with penicillin (compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 24, 2014 to february 25, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection identified that the fill port cap was missing. Since the sample was not returned in its original packaging it could not be determined if the device was shipped without the fill-port cap. The cause of the missing cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.